Manufacturer narrative:
The device was returned for analysis. The unit was received for analysis after decontamination (in appropriate packaging). The returned device matched the upn number provided by the customer. Visual inspection showed some sticky material in an area that extends 46cm ¿ 52 cm from the distal tip. The catheter passed the electrical and magnetic registration test without issue. Both magnetic sensor pairs had normal resistance measurements. However, when using the dc resistance test load box to measure the sensor pairs while actuating/deploying the array, the resistance for the blue/red pair dropped to 25ohms. This resistance stayed low for about 30 seconds and disappeared. This low resistance could not be found/replicated again after actuating the tip, deploying/undeploying the array, tapping along the proximal handle, moving/twisting the catheter shaft tubing and also shaking the connector cable for about 10 minutes in two different sessions. The device was sent to corlab for further analysis to determine what the ¿sticky¿ substance was composed of; the sticky material adhered to the shaft of the catheter was found to be consistent with a mixture of an acrylate species such as poly(2-ethylhexyl acrylate) and polyester fibers such as polyethylene terephthalate (pet). The handle of device was opened exposing the twisted pair sensor wires. Upon examination along the sensor wire in the handle, evidence of peeled/scraped insulation on the blue, red and green sensor wires near the end of the slider were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 01sep2017. It was reported that visualization of the catheter was lost. During a mapping procedure with an intellamap orion catheter, when the splines were opened, the catheter consistently disappeared from the rhythmia mapping system. Various troubleshooting methods failed to remedy the problem. Exchanging the catheter fixed the problem immediately. The procedure was completed with another of the same device. No patient complications occurred. Device analysis revealed foreign material in an area that extended 46 ¿ 52 cm from the distal tip of the catheter.